Event description:
Customer reported the collimator iris remains open after collimating an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator. System operates as intended.